Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on. Analysis of the system log file showed that there was a voltage error. During troubleshooting, the fse found that the flex cardio images were not shown in flexvision monitor and the 5v power supply failed. The fse replaced the power supply. After the replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system did not power on successfully. Device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.